Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia, with a blood glucose reading of 26 mg/dl. The customer stated that she has seen a doctor about thyroid problems. It was explained to the customer that the bolus wizard is a recommendation based on settings only and that if the bolus wizard recommends too much she can give herself less insulin until the settings are adjusted by her doctor. Nothing further was reported.